Manufacturer narrative:
Insulin pump passed prime/compromised force sensor system and no delivery tests. No excessive "no delivery" alarms noted. Device had scratched reservoir tube window, lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that he gave himself a correction bolus. Customer checked his blood glucose and it was 491 mg/dl. Customer had tried all remedies. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.